Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system aspiration catheter 12 (cat12) and an indigo system separator 12 (sep12). During the procedure, the physician advanced the cat12 into the target vessel and proceeded to pass the sep12 through the cat12 twice before removing it completely for imaging. While attempting to re-advance the sep12, it would not advance through the rhv. Multiple attempts were made without success. Therefore, the rhv and cat12 were removed; however, there was no issue with the cat12. It was also reported that the rhv was leaking blood the entire case. The procedure was completed using a new rhv and a new cat12 with the same sep12. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned rhv revealed that the seal inside the rhv was missing. During functional testing, a demonstration sep12 was able to advance through the rhv without issue; therefore, the reported sep12 would not advance through the rhv could not be determined. The root cause of the missing seal inside the rhv could not be determined. Penumbra accessories are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of the missing seal inside the rhv. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using a rotating hemostasis valve (rhv) packaged with an indigo system aspiration catheter 12 (cat12), and an indigo system separator 12 (sep12). During the procedure, the physician advanced the cat12 into the target vessel and proceeded to pass the sep12 through the cat12 twice before removing it completely for imaging. While attempting to re-advance the sep12, it would not advance through the rhv. Multiple attempts were made without success. Therefore, the rhv and cat12 were removed; however, there was no issue with the cat12. A new rhv was used with a new cat12 for the rest of the procedure, but it was reported that the rhv was leaking blood the entire case. There was no report of an adverse effect to the patient.